Manufacturer narrative:
Samples received: 1 open sample. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received an open pouch with an unopened ampoule with leakage signs. The ampoule has been optically evaluated and a crack at the base of the neck of the ampoule that corresponds to the injection point. We have reviewed the batch manufacturing record of this product and no deviations have been found. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Corrective/preventive actions: we have opened a corrective and preventive action (B)(4) in order to determine the root cause of this defect and actions.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 investigation on-going. Supplemental report will be provided when additional information is available.

Event description:
It was reported that the histoacryl was found to have leaked from the ampoule and was hardened within the package. Product was not used on a patient.